Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems for multiple pts. Erroneously low k results were reported out of the lab for seventeen (17) pts. The results were in the range of 3.0-4.9 mmol/l (B) (4). Customer recalibrated the ion selective electrode (ise) system, ran qc with acceptable results and re-tested the samples. Repeated k results were higher and 17 amended reports were issued. (B) (4). The customer stated treatment was not initiated or withheld on any pts based on the low k results.

Manufacturer narrative:
Qc was run on the day of the event and results were within the lab's established ranges. Later in the day, the lab was notified that k results were low. Qc was run again and recovered low. A field service engineer (fse) was dispatched to the customer's lab. The ise system was cultured and found to be contaminated with pseudomonas. The fse decontaminated the ise system, replaced the k tip and carbon bridge. As of (B) (4) 2008, no further low k results were generated. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B) (4).